Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Weight unknown / not provided. Explant date unknown / not provided.

Event description:
It was reported that implant connection is damaged and it is impossible to place a crown. Implant would be removed.

Event description:
Doctor confirmed on (B)(6) 2022 that the implant remains implanted and will not be removed.

Manufacturer narrative:
Zimmer biomet complaint number (B)(6) the following fields have been updated: b1: report type updated to product b4: date of this report b5: describe event or problem g3: date received by manufacturer g6: type of report h1: type of reportable event h2: follow up type h10: additional narrative

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One 3i t3® non-platform switched tapered implant 4 x 13mm (bost413) was not returned for investigation. Therefore, visual evaluation could not be performed. The investigation was conducted using applicable instructions for use, risk files and other available information. Pre-existing condition noted in the per was low bone density ¿ type IV. The reported device was intended for tooth # 26 (fdi). Device history record (DHR) review for the lot (2019111838) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimvie. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (2019111838) for similar events (complaint category keywords: damaged drive feature) and no other complaint was identified. Therefore, based on the available information, device malfunction and the reported event could not be verified since the device was not returned.

Event description:
No further event information is available at the time of this report.